Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found that tubing from wire marker wm6 on the blood sampling valve (bsv) became loose from the peltier assembly; the tubing had become hardened and the fse replaced the tubing, resolving the leak and the differential background issues. (B)(4).

Event description:
The customer reported a contained leak of less than 10ml of fluid from a coulter hmx hematology analyzer with autoloader while priming the pak reagent; additionally, differential start up failures (diff pluses +) were reported in connection with the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat when the leak was observed. There was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.